Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and are being reviewed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze when providing a defibrillation shock during the morning test of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic records from the customer¿s device and was able to confirm what was reported by the customer; however the cause could not be determined.

Event description:
The customer contacted physio-control to report that their device froze when providing a defibrillation shock during the morning test of the device. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device froze when providing a defibrillation shock during the morning test of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.